Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of a false susceptible amoxicillin / clavulanic acid (amc) result (mic 4-8) for a klebsiella pneumoniae strain in association with the vitek® 2 ast-n206 test kit. The customer tested the strain via disc diffusion and received a result of resistant to amc (14mm). The customer stated the consultant microbiologist either did not report the vitek® 2 amc result due to the discrepancy, or reported a resistant result based on the disc diffusion result. Therefore the amc antibiotic was not used for patient treatment. The susceptible result from the ast-n206 card was not used in patient treatment decisions. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. Internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported the occurrence of a false susceptible amoxicillin / clavulanic acid (amc) result (mic 4-8) for a klebsiella pneumoniae strain in association with the vitek® 2 ast-n206 test kit. Biomérieux internal investigation was conducted. Investigational testing included: - agar dilution (reference method for amox./clav. Development: obtained amox./clav. Mic=8 (susceptible) - vitek® 2 ast-n206 (customer lot#576388640 and random lot#576374140): mic=8 (susceptible) - etest® xl: mic=8 (susceptible) - kirby-bauer: obtained resistant result the amoxicillin/clavulanic acid mic results were equivalent to etest® and the reference method (agar dilution). The investigation concluded the vitek® 2 ast-n206 card is performing as intended.